Event description:
In 2006, the lay reporter, the lay user's mother, contacted lifescan alleging that the patient's one touch ultra meter was prompting the apply sample message. The medical affairs specialist (mas) sent a letter to the reporter since neither the reporter nor patient coulbe reached by phone. The reporter said the patient had to call emergency medical services (ems because she passed out and could not get a reading on the reported meter. A result of 21 mg/dl was obtained on the ems meter. The patient was treated with glucose. No information was provided regarding the patient's diabetes treatment regimen, meter tests, or patient actions prior to her passing out. The date and time the patient last tested with the product was nor privided. The customer serivce agent (csa) walked the reporter throught attempting to test with the meter and the test did not start. The cas was unable to walk the reporter through retesting with a new vial of test strips because the reporter did not have additional test strips. The meter test strips , and control solution were replaced.